Manufacturer narrative:
Analysis found external abrasion at 20.6cm to 21.3cm from the connector pin, consistent with friction to the ICD can. The re cables etfe coating was found to be intact in this location.

Event description:
It was reported that the patient received a vibratory alert. Increased pacing threshold and capture anomalies were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.